Event description:
Allegedly, patient was revised due to Adverse Soft Tissue Reaction to Particulate Debris.SRNJR Number: (b)(6).Side: R.Gender: F.

Manufacturer narrative:
MicroPort Orthopedics has not identified any manufacturing defects or nonconformities as contributing factors to the performance of metal-on-metal (MoM) devices. There have been no manufacturing deviations identified which would affect the performance of the device. There have been no manufacturing trends identified. Additionally, a final Device History Record review occurs before the products are put to the shelf which ensures that all manufacturing and inspection steps were properly documented and that all issued materials are accounted for and the commercially available product was manufactured in accordance with the applicable product specifications and met all acceptance criteria. The current package insert for metal-onmetal products is 150803, MicroPort Hip Systems.